Manufacturer narrative:
There are no previous complaints of this code-batch. We have received one open sample with a piece of broken thread and the needle is missing. We have tested the knot pull tensile strength of the piece of thread received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 3.93 kgf (ep requirements: 2.75 kgf in average and 1.53 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. On the other hand, without any closed sample we cannot carry out the needle puncture strength test. The average penetration result before releasing the product was 0.660n and fulfilled the punction strength specification: <0.670 n. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. When working with silkam great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. In spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the thread broke and the needle was blunt. There was no patient harm. Further details about a procedure and patient were not provided. This report addresses the needle that was blunt. Associated medwatches: 3003639970-2018-00810 (this report); 3003639970-2018-00811.